Event description:
It was reported that during an ipg replacement procedure for another manufacturers device that the abbott device was no longer implanted. It is unknown when or the reason the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.